Event description:
Inappropriate ICD shocks and potential fracture of the ventricular lead. EKG shows normal sinus rate and rhythm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).